Manufacturer narrative:
E1: initial reporter facility name. E1: initial reporter address - (B)(6) e1: initial reporter city - ¿¿¿ e1: initial reporter state - ¿¿ prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization eua200704 to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an external fluid leak from the return line of a prismaflex st00 set c. The leak was observed while priming the set prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph and video of the sample was provided for evaluation. Visual inspection of the provided photographic samples, showed the return line was cut. The reported condition was verified. However, due to the nature of the provided samples, no further testing could be performed. Therefore, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.